Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the lead was successfully inserted and secured. During multi-site testing there was undefined high pacing impedance observed. The physician re-clamped the lead, but the impedance remained high. A possible physiological issue with the blood vessel was considered, and another vessel was selected for implantation, but the same problem persisted. The patient, suffering from heart failure, could not remain bedridden for extended periods. Therefore the lead was removed and a new lead implanted with normal parameters. The new lead remains in use. No further patient complications have been reported as a result of this event.